Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). :f information is obtained that was not available for "th biniilal as dwprochiate" follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of medical records the patient was revised due to loosening of femoral component resulting to pain. Operative finding reported metallosis with dark metallic staining, minimal signs of wear and cloudy brown color joint fluid but no signs of purulence. Femoral component was grossly loose. Doi: (B)(6) 2006. Dor: (B)(6) 2013. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.